Event description:
It was reported that customer had experienced high blood glucose. The customer¿s blood glucose level was 27.5 mmol/l and 23 mmol/l. The customer reported they had received critical pump error at that time the blood glucose was 19mmol/l. Customer had reported the insulin pump was beeping. It was unknown whether the customer was using auto mode or not. The customer did not experienced symptoms of high blood glucose level. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.